Manufacturer narrative:
In a good faith effort response received on 23dec2024, it was provided that the zero adjust digital manometer for testing of the patient circuit was left connected to the device when testing the patient disconnect alarm. As the additional resistance provided to the circuit by the manometer can prevent the increase in flow that would trigger or maintain the patient disconnect alarm, it has been confirmed that the alleged issue was a result of improper test setup by the sales office where the testing was initially being completed. This conclusion is supported by the service completed on 02dec2024 by the asp during which no issue was found with the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the patient disconnect alarm disappeared without reattaching the circuit. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. At the sales office, the device was checked by detaching the patient circuit. The device appropriately alarmed a patient disconnect alarm, and it was alleged that the alarm went away without the user reconnecting the circuit. The device otherwise continued to operate during the event. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received on 28nov2024, it was provided that the device was connected to a zero adjust digital manometer for testing of the patient circuit disconnect alarm. The device was evaluated by an authorized service provider (asp) on 02dec2024. The asp was unable to duplicate or confirm the alleged alarm issue. No abnormalities were detected during the device inspection. The software version was confirmed to be 2.30, and the asp completed a run-in test and functional test. Additional gfe attempts are being completed to obtain clarification of the device and circuit setup at the time of the alleged device issue. The investigation is ongoing.